Manufacturer narrative:
The insulin pump had operating currents within specification. No unexpected battery out limit alarms were noted. The device passed the self test, basic occlusion test, and displacement test. Unable to prime the device during prime test due to faulty force sensor resistor. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device had a cracked case at lcd window corners, cracked reservoir tube, and cracked reservoir tube lip. The device had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 96 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.